Manufacturer narrative:
Event date is estimated. Concomitant medical products: product ID 3093-28, lot# va008a9, implanted: (B)(6) 2012. Product type lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 09-may-2016. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that  the patient did not bring their handset to the appointment. The caller used their fixed asset handset to interrogate the ins and the active program for therapy was program 7. The handset was displaying the message that the program was at maximum settings. The caller indicated that they were seeing the maximum setting message with program 4 at 0.8ma and program 7 at 1.0ma. The caller indicated that the patient had the return of symptoms about one or two weeks ago. The caller ran electrode impedances and provided the following values: ref 3 all electrodes >4000ohms ref 2 all electrodes >4000ohms ref 1 c 270ohms 3 >4000ohms 2 >4000ohms 0 716ohms ref 0 c 603ohms 1 716ohms 2 and 3 >4000ohms the caller programmed a electrode c+ and 0- and tried to turn stimulation up. The caller reported that the patient did not feel stimulation sensation up to 5ma. The caller programmed a bipole with electrode 0 and 1 and turned stimulation up. The caller reported that the patient did not feel stimulation sensation up to 5ma. The issue was not resolved through troubleshooting. The caller indicated that they would follow-up with the managing md about potential lead replacement.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that is undetermined what the cause of the high impedance is. They were originally implanted in 2012. The patient will be scheduled for a lead revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.